Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results/unspecified was not replicated during in-house retain testing of sob panel lot t14652 with an in-house calibrator. No issues with d-dimer recovery were observed, the lot performed as expected. Reviewed the batch record for triage sob lot t14652. The lot met all final release specifications. No issues with d-dimer recovery were observed. Based on the information available, there is no indication of a product deficiency and no corrective action is required. The case details were reviewed along with the complaint history of this product for the reported failure mode; no issues were identified. Based on the information available, there is no indication of a product deficiency an no corrective action is required.

Event description:
Event occurred in germany. Customer reported discrepant d-dimer results on triage sob panel vs unknown lab method for 1 patient. Lab method: unknown, cutoffs: unknown, symptoms: unknown, diagnosis: unknown, treatment: unknown. No ae or death reported.